Event description:
The patient was undergoing treatment for a ruptured anterior communicating artery (acom) aneurysm. The size of the aneurysm was approximately 8 x 6 mm in diameter with a small neck. The physician used an envoy guiding catheter 0.070 and a penumbra px400 microcatheter to access the aneurysm. The physician wanted to start packing the aneurysm with a complex standard coil 7 x 15; he started packing then removed it because he felt a smaller 7 x 10 would be better. He pushed the 7 x 10 coil and felt some friction mid-packing. He lost the tip of the microcatheter in the aneurysm due to lack of stability and the microcatheter moved down into the parent vessel. The coil made a loop in the parent vessel and the doctor used a "one-to-one" technique, but pulling the tip of the catheter and the coil pusher assembly back a little bit at a time to help fix the loop of coil in the artery. He continued to pull back the pusher, but the loop remained in the artery, then the physician noticed that the coil had "prematurely detached". The physician used a snare device to remove the entire coil. He then changed his strategy and decided to treat the patient with microvention coils from frame to finish. The patient is doing well. There were no thromboembolic complications. The only consequence for the patient was a longer stay at the hospital. There were no clinical consequences. The physician was unsure why the loop would not correct itself when he attempted to straighten it and claimed he did not use any "force" or "brutal" movement. This complaint was sent to the "materiovigilance" department of the hospital as "official moderate warning" (level 2) in (B)(6).

Manufacturer narrative:
Device investigation: results: the coil and pusher were not attached together inside the micro catheter. The coil was pushed out and was found to be missing the proximal constraint ball. The proximal constraint ball was not returned with the rest of the assembly. The proximal pet lock on the pusher assembly is intact. The outer hypotube of the pusher assembly is bent and broken approximately 4 cm from the proximal end of the assembly. The distal and proximal sections are connected only by the pull wire. The pusher assembly distal detachment tip (ddt) is missing the proximal constraint ball and the pull wire is not inside the capture feature. Conclusion: the unintended detachment of the coil from the pusher is confirmed. There are two possible causes for this separation. The most probable cause for detachment is the broken stretch resistant (sr) wire that holds the proximal constraint ball against the proximal end of the coil. This type of damage can be caused by exceeding the tensile strength of the sr wire during coil manipulation. The second possible cause would be the break in the proximal hypotube of the pusher assembly. This would have released the coil when the most distal part of the pusher was moved relative to the main pusher section, actuating the pull wire and releasing the proximal constraint ball. This failure mode is unlikely because it would have left the proximal constraint ball attached to the coil which was not seen in this case. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.